Manufacturer narrative:
(B) (4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the case, the balloon burst. Another device was used to complete the case. There was no add'l bleeding and nothing fell into the pt's cavity. No tissue damaged. Operative time was not extended more than 30 minutes. No pt info available. No pt injury was reported.